Event description:
Attest biological monitor or indicator was defective and found to not contain the biological agent. The attest was in a set of instruments (packaged by our surgery department). The defect was not noted until after the implants (multiaxial screws) from the set were implanted. No harm has been noted to patient.